Event description:
It was reported that a patient enrolled in a clinical study underwent a total left hip arthroplasty on (B)(6), 2005. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6), 2005 due to a wound drainage. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-04654 / 04657).